Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal pin the head sits on has snapped off - oral-b [device breakage]. Head kept slipping off - oral-b [device connection issue]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush head kept slipping off of her oral-b toothbrush handle and the metal pin the toothbrush head sat on had snapped off on the handle. No injury was reported. 23-jan-2025 follow-up via e-mail: the suspect product lot was cb22330047. No injury was reported. 31-jan-2025 follow-up via e-mail: the consumer used the product to brush her teeth. No injury was reported.